Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation and endometriosis. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure in to treat endometriosis". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant), experienced ingrown hair ("ingrown hair") and cyst ("cysy thing") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, ingrown hair, cyst and weight decreased outcome was unknown. The reporter considered cyst, ingrown hair, medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: cyst and ingrown hair. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event 'device use issue' was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain in female') in a female patient who had essure (batch no. C69245) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure in to treat endometriosis". The patient's medical history included menorrhagia, dyspareunia and paratubal cyst. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ingrown hair ("ingrown hair"), cyst ("cysy thing") and menorrhagia ("menorrhagia") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, ingrown hair, cyst, weight decreased and menorrhagia outcome was unknown. The reporter considered cyst, ingrown hair, menorrhagia, pelvic pain and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: cyst and ingrown hair most recent follow-up information incorporated above includes: on 7-jul-2020: medical record received lot number was added. Event medical device removal was updated as pelvic pain . Reporter information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain in female') in a female patient who had essure (batch no. C69245-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure in to treat endometriosis." The patient's medical history included menorrhagia, dyspareunia and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ingrown hair ("ingrown hair"), cyst ("cysy thing") and menorrhagia ("menorrhagia") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, ingrown hair, cyst, weight decreased and menorrhagia outcome was unknown. The reporter considered cyst, ingrown hair, menorrhagia, pelvic pain and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: cyst and ingrown hair : lot number [ c69245 ] is not valid. Most recent follow-up information incorporated above includes: on 30-jul-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain in female'). In a female patient who had essure (batch no. C69245-not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure in to treat endometriosis". The patient's medical history included: menorrhagia, dyspareunia and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ingrown hair ("ingrown hair"), cyst ("cyst thing") and menorrhagia ("menorrhagia"). And was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, ingrown hair, cyst, weight decreased and menorrhagia outcome was unknown. The reporter considered cyst, ingrown hair, menorrhagia, pelvic pain and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: cyst and ingrown hair. Lot number#: [c69245] is not valid. Most recent follow-up information incorporated above includes: on 5-aug-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant), experienced ingrown hair ("ingrown hair") and cyst ("cyst thing") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, ingrown hair, cyst and weight decreased outcome was unknown. The reporter considered cyst, ingrown hair, medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: cyst and ingrown hair. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: social media received: new events were added: weight loss. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced ingrown hair ("ingrown hair") and cyst ("cyst thing"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, ingrown hair and cyst outcome was unknown. The reporter considered cyst, ingrown hair and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: cyst and ingrown hair. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-nov-2019: social media received. Reporter's information added. Event: hysterectomy were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.